Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations could not confirm nor replicate the customer reported complaint. Upon visual and microscopic inspection, no damage was found to the identification board. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on multiple attempts and on different arms. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There was no problem detected for the customer reported complaint. Additional observations not reported by the customer: the instrument was found with thermal damage at the yaw pulley. Black char marks were also observed. Any material missing is likely to be thermally induced rather than mechanically induced. The electrical continuity test still passed and there was no insulation damage observed to the conductor wire. Furthermore, the instrument was found to have a bipolar pin bent. The most common cause of bent instrument bipolar pins is as an accidental drop or excessive force applied when trying to connect the instrument to an incorrect energy cable, which can cause the pin to bend.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the maryland bipolar forceps (mbf) instrument was not recognized by the system. A backup instrument of the same kind was used, and the procedure was completed with no reported injury.